Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and the reported incident was not duplicated. However, the fse found a connection failure of the video receiver board, the flat cable, and the power supply to the display. To fix the issue , the fse replaced the video receiver board, the flat cable and the ac/dc inverter. The fse performed running test without occurring any problem. The iabp was returned to the customer and has been released for clinical use.

Event description:
While in use on a patient it was reported that the cs300 intra-aortic balloon pump (iabp) display monitor was flickering and then went blank. Although this reported event occurred, the iabp therapy was continued and was completed. There was no patient injury or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
While in use on a patient it was reported that the cs300 intra-aortic balloon pump (iabp) display monitor was flickering and then went blank. Although this reported event occurred, the iabp therapy was continued and was completed. There was no patient injury or adverse event reported.

Manufacturer narrative:
Updated fields: a getinge field service engineer (fse) evaluated the iabp and performed running test in getinge office. The reported incident was not duplicated. The fse replaced power supply, switch, solenoid driver board, key pad, key controller and each connector was cleaned. The parts were replaced as a precaution. The fse performed running test without occurring any problem. The iabp was returned to the customer and has been released for clinical use.

Event description:
While in use on a patient it was reported that the cs300 intra-aortic balloon pump (iabp) display monitor was flickering and then went blank. Although this reported event occurred, the iabp therapy was continued and was completed. There was no patient injury or adverse event reported.